Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2020. The sensor insertion site became infected with an abscess full of pus which the patient's mother drained at home. The patient's mother stated that only home treatment was provided but that they did contact an on-call physician regarding the infection. At the time of contact, the infection had resolved, and the site had healed. Per medical review, this would constitute an adverse event based on consulting a healthcare professional. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided.